Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 days. The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's hemoglobin and hematocrit levels dropped to 7.3 g/dl and 21.1% from 8.9 g/dl and 25.9% the day prior. The patient's stool tested positive for occult blood. At event onset, the patient was on enoxaparin and no other antiplatelets or anticoagulants. Enoxaparin was discontinued on (B)(6) 2015. The patient was transfused with one unit of packed red blood cells on (B)(6) 2015. Hemoglobin and hematocrit levels became stable and the patient required no further transfusions throughout the remainder of the hospitalization. The patient had no further workup for the source of bleeding. The event reportedly resolved on (B)(6) 2015.